Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code, investigation findings).

Manufacturer narrative:
Updated fields: b4, b5, d9(device available for eval), e1(initial reporter), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: e1(event site name), due to character limit in e1 (event site name: (B)(6) hospital). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, troubleshooting performed, motor control board and compressor replaced. Traces of liquid found inside. Functional and diagnostic tests performed.

Event description:
It was reported by the customer that during routine check, cardiosave intra-aortic balloon pump (iabp) had electrical test error# 50. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, cardiosave intra-aortic balloon pump (iabp) had electrical error 50. There was no patient involvement reported.